Event description:
A failure of low battery during function test. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer stated incident occuredin during biomed testing.